Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunctions could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery gauge was fluctuating intermittently which resulted in the pump shutting down. Additionally, the customer experienced low blood glucose (bg) of 40mg/dl; cause was unknown. Juice and glucose tablets were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management. Reportedly the customer continued to use the pump for insulin therapy.